Event description:
Review of the patient's programming history available in the manufacturer's database revealed that a programming anomaly occurred on (B)(6) 2009 due to a faulted system diagnostic test. A final interrogation was performed and showed that the settings were changed to unintended parameters. The settings were not corrected prior to the patient leaving the clinic. Manufacturer labeling indicates to identify and fully correct programming settings prior to patient's leaving the clinic. The settings were not corrected until (B)(6) 2008. No patient adverse events were reported. The physician has since been trained on identifying and correcting programming anomalies.

Manufacturer narrative:
Analysis of programming history.